Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that ongoing intermittent malfunction alarms occurred. Reportedly, the customer was hospitalized from (B)(6) 2025 to (B)(6) 2025 due to diabetic keto acidosis. Customer declined follow up from tandem technical support, no further information was provided.